Event description:
A drain broke two days post-op when attempting to remove the drain. The drain was initially placed following a t-8, t-9 thoracic laminectomy. The drain had been stitched in using 2-0 nylon suture. The drain broke when the doctor pulled on the drain during a scheduled removal attempt. The patient was taken back to surgery to have the indwelling drain portion removed. No further complications were reported.